Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the video connector was observed to be damaged due to external factor. The customer reported issue was confirmed. Furthermore, device inspection found no image displayed due to damage to the image pick up unit (image sensor). In addition, a scope b30 communication error occurred due to dirt on the electrical contacts of the video connector. The curve rubber (bending part) observed with scratches and the adhesive is missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of damage connection part. The issue occurred during an unknown event. There was no patient harm reported. No use injury reported. Device evaluation found b30 scope communication error and no image on the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely that the communication status with the system has become unstable due to foreign matter adhering to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.